Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to have a new artificial urinary sphincter (aus) implanted due to the device not working as well as anticipated. No patient complications were reported.